Event description:
On (B)(6) 2013 patient reported the up and down buttons on the infusion device do not work. Patient stated the failure is constant. Patient reported the buttons have not worked since (B)(6) 2013. Patient stated the buttons do not work if pressed hard but make an audible beep when pressed. Patient reported the screen of the infusion device continues to display the basal rate. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint can be verified. Result the down button does not operate. The connections of the down flex print are interrupted.